Event description:
It was reported that the device could not maintain "pneumo" and leaked "very badly" during a gallbladder case. The intent of the procedure was not altered, and there was no patient injury.

Manufacturer narrative:
Final device investigation showed that the device was in good visual condition; there were no cracks or loose pieces that would cause the device to leak. The device was functionally leak tested twice and met all current testing criteria. No conclusion could be reached as to what might have caused the reported incident.